Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported an integrated electro surgical generator unit (iesu) issue occurred earlier today that required customer to swap out the vision side cart (vsc). At the time of the call, the procedure had already been completed. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse spoke to the nurse who indicated that she had tried several grounding pads on the patient at different locations and could not get the pad to register. Fse had the nurse try one of their pads while replacing the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure (m-02, errors on the erbe generator, grounding pad issues) could not be reproduced on erbe connected to system. Logs showed (25913 m-02 errors (B)(6) 2025.) Visual inspection: (the unit has no significant scratches or dents. The front bezel is in decent condition.) The unit was installed onto a golden system and functioned as expected. Failure analysis concluded that no root cause could be attributed to this issue. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the iesu.